Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on anterior side assessed as surgical damage like. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflate." Healthcare professional later reported right side hole- non specific via an rga form. Device has been explanted.

Event description:
Healthcare professional later reported right side hole- non specific via an rga form.device has been explanted.

Event description:
Healthcare professional reported right side "deflate." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "right sided deflate."